Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had both an inflatable penile prosthesis (ipp) device and an artificial urinary sphincter (aus) device implanted years ago. Both devices worked great, but they started to fail over time. The physician decided to remove all components for both devices and replace them. He did not believe there was anything wrong with the devices other than usage over time and needing to be replaced. The patient's had originally been implanted with an aus system that had a 4.0cm cuff. The entire device was explanted, and a new aus device was implanted. A new 4.5cm cuff was placed in a new location on the urethra. The patient's original ipp device consisted of 18cm lgx cylinders, 3cm rear tip extenders (rets), and a 65ml spherical reservoir. The ipp device was explanted, and a new ipp device was implanted consisting of 18 cm cx cylinders, 3cm rtes, and a spherical reservoir. There were no patient complications.